Manufacturer narrative:
H.6. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd stopcock 3 way with 10cm extension tubing experienced leakage. The following information was provided by the initial reporter, translated from french to english: during a patient's cytotoxic infusion / wet sheet / check that the taps are properly closed, but inside the tap, the hollow moving part fills up (leak).

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd stopcock 3 way with 10cm extention tubing experienced leakage. The following information was provided by the initial reporter, translated from french to english: during a patient's cytotoxic infusion; wet sheet; check that the taps are properly closed, but inside the tap, the hollow moving part fills up (leak).

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below

Event description:
During a patient's cytotoxic infusion wet sheet check that the taps are properly closed, but inside the tap, the hollow moving part fills up (leak). Consequences: stop the infusion and change the tubing, but problem for the patient because quantity of product not delivered + danger because of cytotoxic leak!

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below

Event description:
Batch number confirmed by customer: 3062175 during a patient's cytotoxic infusion wet sheet check that the taps are properly closed, but inside the tap, the hollow moving part fills up (leak). Consequences: stop the infusion and change the tubing, but problem for the patient because quantity of product not delivered + danger because of cytotoxic leak!